Manufacturer narrative:
The subject EU-me2 premier plus is not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject device to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure by the ultrasound endoscope using the subject EU-me2 premier plus, the endoscopic image was not displayed. At that time, the unspecified endoscopic ultrasound scope was inserted to the patient. As the information from a local service engineer, the facility stated that this phenomenon was not caused by the malfunction of the unspecified endoscopic ultrasound scope. The facility canceled the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00220. The subject device was returned to olympus medical systems corp. (Omsc) for investigation, but the phenomenon was not reproduced so far. Omsc will perform further investigation to determine the cause of this phenomenon. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00220. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The root cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc checked the log file of the subject device and confirmed the following the error message. Omsc surmise that the phenomenon occurred due to the following error. Error us1c00: keyboard malfunction. Error us5c00: keyboard recognition defect. EU-me2 premiere plus instruction manual states the corresponding method in case of an abnormality.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".